Event description:
New information states that the right ventricular lead was explanted for high hv lead impedance. High impedance was noted since (B)(6) 2017. No externalization was noted. New lead was implanted successfully. The patient was in a stable condition.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. The patient received a notifier. Review of the transmission revealed that the right ventricular lead exhibited high out of range high voltage lead impedance. No other anomalies were noted. No intervention was performed. The patient was in a stable condition and will continue to be monitored.